Event description:
Customer's friend reported that the customer experienced a battery issue with their meter and in 2008, she began experiencing vision problems and lost consciousness. Customer was taken to a local hospital and diagnosed with hypoglycemia. Customer was also reportedly treated with insulin, aspirin and sugar water which together are inconsistent with the diagnosis. Numerous unsuccessful attempts were made to clarify the product issue and how it related to the medical event. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation and a final report will be submitted when the investigation is complete.